Manufacturer narrative:
Date of event is estimated

Event description:
Related manufacturer reference number: 1627487-2023-05862. Related manufacturer reference number: 1627487-2024-00167. Related manufacturer reference number: 1627487-2024-00170. Related manufacturer reference number: 1627487-2024-00172. Related manufacturer reference number: 1627487-2024-00174. It was reported that patient experienced ineffective therapy, all of patients leads had shifted. As a result, surgical intervention was undertaken on (B)(6) 2023, wherein both of patients systems were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.